Event description:
It was reported that during the procedure, the physician was unable to insert the lead into the neurostimulator head. The lead was eventually inserted, but impedances on all electrodes were over 4000 ohms. The physician changed out the neurostimulator and everything worked "fine": impedances were within normal ranges. It was noted that the neurostimulator was defective.

Manufacturer narrative:
(B)(4)